Event description:
Customer called lfs alleging their ot profile meter would not prompt not ok. The issue was unresolved with troubleshooting. The customer felt they were not medicating self properly which could cause harm. The customer did not experience symptoms or adverse events. The meter has been replaced.